Manufacturer narrative:
After further review it was determined that the suspect device is a disposable set and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2019-01505 for MDR reporting. The tubing was identified to have an eccentric (out of round) silicone tubing of the pumping segment of the event disposable set. Rate accuracy testing performed shows this non-concentricity (between inside diameter (ID) and outside diameter (od) to have a direct impact on the rate accuracy performance.

Event description:
It was reported that the primary infusion of argatroban 50mg/50ml (glass bottle) infusing at a rate of 8.4ml/hour, infused faster than expected and was completed within one hour of initiation on an adult patient. The devices were sequestered and found to be operating appropriately, and the programming by the end user was verified to be correctly entered. The patient experienced a higher than expected ptt/inr lab values and required additional lab work and monitoring, however there was no lasting harm to the patient from the event.

Manufacturer narrative:
Concomitant medical products: 50 ml novaplus, lot 6180180, exp 12/2020, argatroban injection; td (B)(6) 2019. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported that the primary infusion of argatroban 50mg/50ml (glass bottle) infusing at a rate of 8.4ml/hour, infused faster than expected and was completed within one hour of initiation on an adult patient. The devices were sequestered and found to be operating appropriately, and the programming by the end user was verified to be correctly entered. The patient experienced a higher than expected ptt/inr lab values and required additional lab work and monitoring, however there was no lasting harm to the patient from the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the argatroban glass bottle infusion infused faster than expected and was completed within one hour. The devices were sequestered and found to be operating appropriately, as well as, the programming by the end user was verified to be correctly entered. The patient experienced a higher than expected ptt/inr and required additional lab work and monitoring, however, there was no lasting harm caused to the patient from the event.